Event description:
It was reported while using bd nexiva dual port with q-syte, 24g x 0.75" the connection was loose. There was no report of patient impact. The following information was provided by the initial reporter: q-syte has been reported as 'loose' on nexiva loose q-syte. Unsure if this is normal or not. Users are having to tighten up the q-syte to prevent blood leakage.

Manufacturer narrative:
H6: investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record could not be performed as the lot number was unknown.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd nexiva dual port with q-syte, 24g x 0.75" the connection was loose. There was no report of patient impact. The following information was provided by the initial reporter: q-syte has been reported as 'loose' on nexiva loose q-syte. Unsure if this is normal or not. Users are having to tighten up the q-syte to prevent blood leakage.

Manufacturer narrative:
Becton dickinson and company's (bd) medication delivery solutions (mds) business unit will discontinue malfunction MDR reporting for certain device failures that have not caused or contributed to deaths or serious injuries in the past two years, and where the likelihood of a death or serious injury as a result of these malfunctions is remote. This decision follows FDA guidelines (medical device reporting for manufacturers guidance for industry and food and drug administration staff issued nov 8, 2016, reference section 2.15). Bd notified FDA of this decision on mar 3, 2025. FDA has reviewed and responded to bd¿s notification (reference FDA document # (B)(4)) on march 7, 2025. This documentation is available in bd document management system (sap) as (B)(4). This supplemental MDR is being filed to document that the below device failure will no longer be considered a reportable malfunction MDR for the product family below: product family: nexiva. Device failure: connector loose.

Event description:
No additional information.